Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, sensor wire appeared to be shorter in comparison to another sensor wire. Dexcom has issued an rga for patient to return the device to be investigated. At the time of the call with dexcom technical support, patient reported no injuries or medical intervention.